Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had low stat reading that did not correlate to blood gases results. It was reported that they were getting normal saturation reading in the 90's and abruptly dropped to 60's and 70's which led to over treating the patient. There was no patient injury.